Event description:
Infusion device would not dispense insulin. Patient indicated that he was experiencing elevated blood glucose (200 - 497 mg/dl). Patient indicated that he was able to manually push insulin from the cartridge, but the device would not push it out. Patient indicated that he switched to backup device and everything was ok.